Event description:
Health care professional reported, [pt had] no restriction from band - x-ray done showed [band] tubing was sheared..." The original band and access port remain in the pt. The band tubing was repaired with tubing from an access port kit. The removed piece of tubing is noted as not being returned.

Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted and the explanted tubing piece may have been discarded after surgery by the reporter. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the tubing piece for analysis if it is still available. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿